Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging between 396-595 mg/dl. Correction boluses were delivered to address bg. Customer was treated with manual injections. A system check was performed and the customer observed that the luer lock connection was loose, the pump time was incorrect by 5 minutes and customer mentioned that the cartridges are filled with cold insulin. At the time of the report, the customer remained hospitalized.